Event description:
It was reported that the patient underwent removal of a plate and screws approximately five months post-implantation. Photographs confirm that the plate had fractured. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. D10: concomitant medical products: desc: cortical screws 3.5mm; item: unknown; lot: unknown; qty: x1 desc: cortical screws 3.5mm; item: unknown; lot: unknown; qty: x1 desc: unk screw; item: unknown; lot: unknown; qty: x5 desc: unk screw; item: unknown; lot: unknown; qty: x6 desc: ncb locking cap; item: 02.03150.300; lot: unknown; qty: x11. G2: foreign - event occurred in switzerland. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.